Event description:
Pt with admitting diagnosis of planned aaa repair. During procedure and placement of stent, pt began to bleed. Attempted to control bleeding, but to no avail. Question if stent graft may have been issue in outcome of case.